Event description:
Healthcare professional reported of the right side device: sagging of the breast, waterfall deformity, Baker grade III capsular contracture, and "implant gradually moving up on her chest wall". The device remains implanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of "Capsular Contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular Contracture, Baker grade III.